Manufacturer narrative:
Patient demographics were unavailable from the site. The device was not returned, no analysis was conducted, but it was confirmed that the issue was a known software anomaly. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The issue occurred intraoperatively during the select patient/acquire scans task and delayed the surgery by less than one hour. It was reported that after downloading images to the system, the images would load flipped. It was reported that the issue was reoccurring and was now happening on a new hard drive and software. The views and navigation were set to radiographic on the navigation device. The site said the views were loading left to right then switch to radiographic in the registration screen. The medtronic representative reported that the site was experiencing the known issue described in the s8 1.1 sw release notes. The issue was resolved after choosing another scan. The surgery was completed with navigation and there was no impact on patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The medtronic representative was instructed by technical services (ts) to click next page and the scan would re-orient itself to the correct positioning. This action was successful during the surgery.